Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic system was unable to perform fluid-air exchange, so air had to be manually injected for the vitrectomy procedure. An alternative system was used. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report.